Event description:
Caller states that during a study, the pt tested 6.9 inr on the coaguchek xs system and 4.6 inr on a comparison lab. No action was reportedly taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.